Event description:
At about 2 years and 8 months after primary, the patient has been revised because of patello-femoral dissatisfaction since after primary surgery. The cause of this dissatisfaction is unknown. The surgeon resurfaced successfully the patella bone and revised the insert (10mm) with a thicker one (11mm) to give the patient more stability.

Manufacturer narrative:
Batch review performed on 20-jun-2024. Lot 2106569: (B)(4) items manufactured and released on 03-aug-2021. Expiration date: 2026-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation. About 2.5 years after primary tka, with no patella resurfacing, the patient complains of dissatisfaction at the patello femoral joint (not treated before) and the surgeon decides to replace the patellar surface as well. During the process, the tibial insert is exchanged, as customary procedure even in absence of problems, and an insert 1 mm thicker was used, to recuperate some ligament tension that, as often happens, was progressively lost after primary tka. No defects of the implants should be suspected.